Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is ongoing. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, distal, left, 9 holes, 238 mm on an unknown side on (B)(6) 2017. A revision surgery is planned on an unknown date due to plate breakage.

Manufacturer narrative:
No trend considering the following event is identified: revision due to implant fracture. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that due to a distal femur fracture, the patient underwent a surgery on (b)(6]), 2017. A ncb pp plate has been implanted. At 3 weeks post-op, a control has been done, no pain, nothing to report, consolidation ongoing. A plate breakage without apparent trauma occurred at 5 weeks post op. Revision surgery performed (unknown date). No medical data such as x-rays, surgical notes or any other case-relevant documents received. It was requested at complainant and is currently not available. Devices analysis - visual examination: the broken ncb pp plate and the sub components were returned. It can be seen that the fracture is located through bore hole. The visual examination shows some polished areas on the backside of the plate. It is unknown how these polished areas were occurred. It can be possible that during the removal, the plate was taken out with some instruments. In addition, the plate shows several scratches on the plate surface. The fracture surface on both broken parts is characterized by beach lines which depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. Root cause analysis root cause determination using rmw - breakage of implant due to movement between implants leads to notching / fretting not possible -> no signs of notching. - breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no signs of corrosion found. - breakage of implant due to implant will be implanted against contraindication => possible, no further specific information was received. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no x-rays received. - breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, no x-rays received. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, no further specific information was received. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is unknown if spacers were used. - breakage of implant due to user perform improper handling of the plate during insertion => possible, it is possible that the user did a wrong handling during the implantation. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> the plate was not bent. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no further specific information was received. - breakage of implant due to patient do not follow the postoperative protocol => possible, no further specific information was received. Conclusion summary the ncb pp plate was broken after 5 weeks in vivo time. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. No x-rays or surgical documents have been received. Adherence to rehabilitation protocol is unknown. There are several factors which may have contributed to the breakage: it can be that the plate was over stressed during the in vivo time or a wrong patient behavior can also be the cause for the breakage. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a ncb, periprosthetic femur plate, distal, left, 9 holes, 238 mm on an e on (B)(6), 2017. A plate breakage without a apparent trauma occurred 5 weeks post op. A revision surgery was performed, the date of it was not reported.